Manufacturer narrative:
B5: updated with additional information. H6: patient code updated reflect code 4582. H10 device evaluation: one level 1 trauma fast flow system (h-1200) was returned for investigation. The investigator installed a f-30 gas vent filter onto the block 4 filter holder interlock switch, which was in turn attached to a h-31b air detector. The reported product problem was not confirmed during this functional test. The problem source of the reported product problem was unknown. A root cause was not established. The cracked return tube was replaced however.

Event description:
It was further reported that the product problem did not cause or contribute to any adverse patient health effects. The staff at the facility used a back up fluid warmer.

Event description:
Information was received indicating that a there was an issue with the gas filter of a smiths medical level 1 trauma fast flow system. When the gas filter is placed properly, but not depressing the switch for the warming process, it would not stay in place. There was no reported adverse event.